Event description:
On (B)(6) 2022, it was reported by a sales rep via email that an ar-8500td, torpedo, 5.0mm x 13 cm broke whilst using in the patient. It was a 5mm one and apparently it broke at the internal shaft. This was discovered during use and a case was involved. To complete the procedure, an alternate shaver was used.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.